Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (trunk pins bent) has been confirmed. Upon evaluation, the electrode belt trunk cable connector pins were bent in a swirl pattern, breaking six of the pins. The bent pins caused a disruption in communication between the electrode belt and the monitor. The root cause of the bent pins cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report bent pins on the electrode belt's trunk cable connector. The pt was provided with a replacement electrode belt.